Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there were erroneous results. This is patient 2 of 12 the following information was provided by the initial reporter. The customer stated: we are having some slightly elevated ast results on samples we receive from outpatient collection areas. When we retest the samples after re-spinning the plasma we get normal results. When we re-spin the plasma we noticed a significant amount of rbc¿s from the samples. They have confirmed the out-patient areas are centrifuging the samples correctly and the centrifuges are performing within expected specifications. There was no impact to the patients or required medical interventions.

Manufacturer narrative:
The following fields were updated due to additional information and device evaluation: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-09-01. H.6. Investigation summary: bd received 10 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer and control samples tested demonstrated clinically acceptable performance. Replicates of both customer and control samples tested were acceptable in terms of both precision and accuracy. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there were erroneous results. This is patient 2 of 12. The following information was provided by the initial reporter. The customer stated: "we are having some slightly elevated ast results on samples we receive from outpatient collection areas. When we retest the samples after re-spinning the plasma we get normal results. When we re-spin the plasma we noticed a significant amount of rbc¿s from the samples." They have confirmed the out-patient areas are centrifuging the samples correctly and the centrifuges are performing within expected specifications. There was no impact to the patients or required medical interventions.